Event description:
It was reported that when the filter was being placed, the legs did not open and the filter migrated to the right atrium. The dr was able to percutaneously snare the filter out of the heart and into the subclavian vein, where it currently remains. A bird's nest filter was placed and the pt is fine.